Event description:
In 2007, patient was implanted with a gore propaten vascular graft as a-v access, from the brachial artery to basilic vein. The following month, thrombectomy was done for thrombosis with stenosis. In 2008, thrombectomy was done for thrombosis with stenosis on. On the following month, thrombectomy was done for thrombosis with stenosis. Two weeks later, pta was done and a viabahn stent graft implanted form thrombosis with stenosis. On the following month, thrombectomy was done for thrombosis with stenosis. One month later, thrombectomy was done for thrombosis with stenosis. In early 2009, graft was excised due to graft infection. Further investigation is pending.